Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).